Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook document are currently available. Section 1 of the IFU, ¿introduction,¿ lists driveline infection and bleeding (perioperative or late) as adverse events that may be associated with the use of heartmate ii lvas. Section 5 ¿surgical procedures¿ (under ¿considerations for preperitoneal or intra-abdominal placement¿) lists wound dehiscence as a risk of preperitoneal and intra-abdominal pump placement. Section 6 of the IFU, ¿patient care and management¿ (under "pump performance monitoring"), includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The hm ii lvas patient handbook contains several sections with information on how to prevent and control infection as well as information on caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due to wound dehiscence and major infection. The site of the infection was reported to be an upper abdominal wound, infection from the body surface. The cause of the infection was due to complexity of medical management. The patient was treated with drug and invasive surgical procedures including incision, drainage, and debridement. The patient was discharged on (B)(6) 2023..

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.